Manufacturer narrative:
One osseotite implant was returned for inspection. The internal drive feature is confirmed to contain the reported fractured screw, which was too badly damaged to be removed. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: documents reviewed: biomet 3i restorative manual instrm rev c 09/16 information identified: the biomet 3i restorative manual was confirmed to contain instruction on screw placement as well as recommended torque values. In the case of biomet 3i titanium abutment screws, it is recommended to torque at 20ncm. Complaint indicates screw fracture, which necessitated implant removal. The alleged event was confirmed following inspection. A definitive root cause for the complaint could not be determined. Device available for evaluation: change "no to yes". Device evaluated by manufacturer: change ¿no¿ to ¿yes¿.

Manufacturer narrative:
(B)(6), age and date of birth, gender and, weight not provided. Device product code not available. Lot number not provided. Initial reporter: title, and last name not provided. PMA/510(k) number not available. Device manufacture date unavailable. Product not returned to manufacturer.

Event description:
Doctor indicated that unk 3i screw fractured inside the implant and implant was removed.